Event description:
As reported by the affiliate, pci was being performed on a 99% de novo lesion in the mid rca. The vessel was described as highly calcified and highly tortuous. The lesion was pre-dilated with a 2.5x10mm lacross balloon and the cypher stent was inserted. However, it became stuck prior to reaching the target lesion. Therefore, another wire was inserted and additional pre-dilation was conducted to redeliver the cypher. However, the cypher did not reach the target lesion, and then the physician confirmed the distal edge of the stent to be flared. In addition, the shaft of the cypher kinked. Therefore, another cypher (3.5/33mm) was implanted and post-dilation with a 4.x15mm avita balloon was conducted. The procedure was successfully finished. There was no patient injury reported. The product was clinically used, and will not be returned for analysis due to the patient's infectious diseases. The physician did not indicate any anomalies prior to use but did indicate that the probable reason for the flared stent was because the cypher was pushed inside the vessel back and forth in order to deliver to the target lesion. When the flared stent was confirmed outside of the patient, the physician tried to fix it with his hand, but it was not possible.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it does belong to the same class of drug-eluting stents distributed by cordis. Additional information received will be submitted within 30 days upon receipt.